Manufacturer narrative:
Device evaluated by MFR: the guidewire was returned for evaluation, and it was observed that it was bent, stretched and peeled at distal tip section. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that tip detachment occurred. A 035/260/1 (bx/1) amplatz super stiff was selected for use for a mitraclip case. During unpacking, it was noted that the tip had been chipped. The device was not used in the patient and the procedure was completed with another of the same device. No patient complications were reported.